Manufacturer narrative:
Through further review of data generated during the development of the cobas ampliprep / cobas taqman hcv and subsequent studies, roche molecular systems has identified instances of under-quantitation by 1.0-1.5 log10. These results were observed specifically with a subset of genotype 4. Based on the investigation into this issue, it is believed, although not confirmed, that these instances of under-quantitation may be due to secondary structural effects in patient specimens containing virus with a high guanine / cytosine concentration. Cobas ampliprep / cobas taqman hcv test users should be aware that, in very rare circumstances, due to hcv viral genome and structural complexity, under-quantitation has been observed in subsets of genotype 4 specimens, which are independent of mutations in the viral genome covered by the cobas ampliprep / cobas taqman hcv test primers and/or probes. Additionally, user should also interpret the results from the cobas ampliprep / cobas taqman hcv test within the context of all relevant clinical and laboratory findings. Note: upon review by FDA through a cbe30, it is our intention to revise the cobas ampliprep / cobas taqman hcv test product labeling to reflect this issue. Note: confirmed under-quantitation of this magnitude (1.0-1.5 log10) in the absence of sequence mismatches has not been identified through customer complaints regarding clinical specimens. (B)(4).

Event description:
Roche molecular systems has determined that, in rare instances, the cobas ampliprep / cobas taqman hcv test (material number 03568555190 us-ivd, all lots) has been shown to under-quantitate a subset of genotype 4 patient specimens by approximately 1.0 - 1.5 log10 in the absence of any sequence mismatches.